Manufacturer narrative:
Serial numbers: (B)(4). For 1 of the 2 reported events, a ge healthcare service representative performed a checkout of the system and confirmed the reported events. The adjustable pressure limiting valve was replaced and it was recommended to replace the bellows base if problem reoccurred. For 1 of the reported events, a ge healthcare service representative performed a checkout of the system and did not confirm the reported event.

Event description:
This report summarizes <noe> 2 <noe> malfunction events. A review of the events indicated that model 1009-9050-000 anesthesia gas machine experienced pressure problems. 1 event was reported for unit not releasing pressure. 1 unit reported that pressure could not be applied to the bag preventing manual ventilation when switching to manual ventilation. These reports were received from various sources. Of the 2 events, 1 did not involve a patient, and 1 did involve a patient. There was no patient information available.